Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged unexpected battery power loss or replace battery alert/replace battery now alarm found on (B)(6) 2021. The insulin pump passed the self test, displacement test and active current measurement. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms or alerts noted during the testing. No power error 25, low battery alert, power loss alarm, unexpected battery power loss or replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 13:11:37.000 (B)(6) 2021 16:44:41.000 low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 04:00:00.000 (B)(6) 2021 03:19:00.000 (B)(6) 2021 06:32:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2021 13:31:00.000 (B)(6) 2021 12:50:00.000 and (B)(6) 2021 13:00:00.000 (B)(6) 2021 16:03:00.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2021 14:02:00.000 (B)(6) 2021 16:34:00.000 and (B)(6) 2021 16:44:00.000 and power loss alarm was recorded and found in the formatted history file on: (B)(6) 2021 15:37:02.000. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electric board, force sensor, motor and vibrator assembly noted. The original electric board was installed in a test electric board, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original electric board was installed in a test electric board, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The insulin pump had a high sleep current measurement, problem isolated on the electric board. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Unexpected battery power loss or replace battery alert/replace battery now alarm confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm, problem isolated on the electric board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump issued replace battery now alarm. The customer stated that they did not receive a low battery alert prior to replace battery now alarm. Customer reported the batteries are new and same issues occurred twice, without a low battery warning. Customer did not report any damage to battery cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.